Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal conductor of the lead became distorted and there was a breach of the outer insulation at the first rib/clavicle location while in vivo. The initial reported event was received on 2015-(B)(6). Of note, this event would have been reported via alternative summary reporting (asr) due on 2016-(B)(6); however, the lead was returned and analyzed and subsequently tested out of specification. As such, the report no longer qualifies for asr reporting and requires submission on the bimonthly reporting timeline. (B)(4)

Event description:
It was reported the patient developed a pocket infection. The device and leads were removed and the device and right ventricular (rv) lead were replaced. The right atrial (ra) lead was returned and tested out of specification. No further patient complications have been reported as a result of this event.